Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8591-38, lot# d05073, implanted: (B)(6) 2013, product type: accessory. (B)(4).

Event description:
It was reported that, since implant, the pump had not been as effective for the patient as he thought it should have been. The patient had some concerns with his pump and catheter. At the time of this report, the patient was changing healthcare providers (hcp) and was getting different information from each hcp. A few weeks prior to this report, a catheter dye study was done. A catheter ¿blockage¿ occurred. At the time of this report, an inquiry about the pump battery life was made. It was also inquired if the catheter was perforated throughout and if the catheter was surrounded by mesh to protect it from kinking. The device system was used to deliver dilaudid 4mg/ml at 0.4796mg/day and marcaine 3mg/ml at 0.3597mg/day. Planned or performed interventions/treatment, and final patient outcome were not reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient never had therapeutic effect. The patient had the catheter replaced on (B)(6) 2014 because they never had very good results since implant. The patient¿s hcp reportedly stated that the catheter was not in the spinal canal, and that was why the patient was not getting results. The patient went for a refill appointment on (B)(6) 2014 and they changed the concentration and flow rate, and it was reported that the patient received assistance and their concerns were resolved. They were going to make another increase on ¿tuesday¿ and noted he was "very sensitive to large increases to flow rate," and stated he felt it in 30 minutes.